Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a cartridge plunger coming out of the bottom of the cartridge with associated leaking while filling the cartridge. The patient stated that 200 units of insulin had been placed into the cartridge. The patient was educated on proper cartridge filling procedures, including that the cartridge should only be filled with a maximum of 180 units. The patient was instructed to fill a new cartridge using the correct amount of insulin and successfully loaded the new cartridge into the device. No additional assistance was required. The reported lot number was 30550. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.